Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the failure by installing and starting up the unit on an in-house system. Upon start up, there was no power coming from the unit. Visual inspection found the unit to be in good condition.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the illuminator for evaluation. Therefore, the root cause of the reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted pyeloplasty surgical procedure, the illuminator turned off. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting but the issue could not be resolved. The surgeon made the decision to convert to a traditional open surgical procedure. There was no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the additional information: the system was inspected prior to use and after the first surgical port was placed, the endoscope was introduced into the patient. When the endoscope was placed, it was noticed there was no longer any light coming from the illuminator. The procedure was delayed about 45 minutes but there was no report of additional anesthesia administered to the patient. The patient tolerated the open procedure well. A field service engineer (fse) was dispatched to the facility and was able to confirm the reported failure. The fse replaced the illuminator to resolve the reported issue.